Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited insulation anomaly. The lead was capped and replaced. No further information was available.

Manufacturer narrative:
(B)(4)..